Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user reported a severe hypoglycemic event while traveling to (B)(6). After arriving on saturday (B)(6) 2024 and going to bed with a blood glucose level of 150 mg/dl, the user noticed their blood sugar began to decline. Despite consuming apple juice when their blood glucose dropped to 70 mg/dl, the levels continued to decrease for approximately four hours, reaching a low of 38 mg/dl as confirmed by both a dexcom g7 continuous glucose monitor (cgm) and a fingerstick. During the episode, the user began to lose consciousness. Their wife provided assistance by administering apple juice and glucose tablets and contacted ems. The intervention successfully stabilized the user's blood sugar levels before ems arrived. The user declined hospital admission and has since transitioned to backup therapy.